Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported that she experienced unexplained elevated blood glucose (bg) and went to the emergency room (ER) for treatment per physician's instructions. She reported that her bg was 469 mg/dl without symptoms of hyperglycemia and negative for ketones. The pt stated that she was treated in the emergency room with insulin via syringe and was discharged with bg 289 mg/dl. She reported that she continued to use the pump with a cartridge from the recalled lot number as she did not have any other cartridges to use. At the time of the contact, the pt reported bg within normal limits. The pt revealed that she observed insulin in the cartridge compartment prior to the hospitalization, but said that she did not think that it was an issue at the time. She said that she did not examine the cartridge for the source of the alleged insulin leak. She said that she changed the infusion set and confirmed that there was nothing wrong with set or the infusion site. The pt refused to troubleshoot the pump due to her belief that the bg excursion was caused solely by the insulin leak.